Event description:
Complainant alleged that the medics were attempting to defibrillate a 71 yr old female pt in ventricular fibrillation, using a multifunction cable and multi-function electrodes with the device, but the unit failed to discharge twice at 360 joules. The medics were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.